Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 8/17/2025 the user's caregiver reported that the user experienced hypoglycemia with blood glucose (bg) levels of 39 mg/dl. The user treated the episode with fast-acting juice and carbohydrates and subsequently performed confirmatory fingerstick bg readings, which were in range. No medical intervention or hospitalization was required. No long-term health effects were reported.